Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners damaged their teeth. They were diagnosed with severe periodontal disease. The treatment has also left one of their front teeth loose.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.